Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this tricuspid annuloplasty ring, the ring was explanted and replaced with a non-medtronic valve due to moderate insufficiency. The physician reported an old right ventricle (rv) lead was pushing down on the septal leaflet and contributing to the insufficiency. Post implant of the ring the patient showed improved competency of the tricuspid valve, but moderate insufficiency remained which the physician found unsuitable in this situation. Subsequently the ring was removed and replaced with a 33 mm porcine non-medtronic valve. No additional adverse patient effects were reported.